Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident with an achieva 1.5t mr system. A patient was scanned for an MRI examination. Some time after the examination blistering was reported.

Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the mr system or coil. It is concluded that the blistering on the right upper arm is caused by close proximity of the coil cable to the arm. The cable-to-skin contact resulted in the injury as reported. Contributing factors identified are: the patient was covered with a sheet/blanket. The humidity of the examination room was higher than specified in the instructions for use.